Event description:
It was reported that during a percutaneous coronary intervention, a deployment issue and dissection occurred. The lesion being treated was located in the right coronary artery (rca). The physician advanced a 2.75x16mm veriflex stent delivery system to the target lesion. While attempting to "burp" the unspecified inflation device, the stent was inadvertently, partially expanded. A snare was used to remove the stent and a dissection occurred. The procedure was completed by implanting five veriflex stents in the rca. No further patient complications were reported and the patient's status is fine,

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a deployment issue and dissection occurred. The lesion being treated was located in the right coronary artery (rca). The physician advanced a 2.75x16mm veriflex stent delivery system to the target lesion. While attempting to "burp" the unspecified inflation device, the stent was inadvertently, partially expanded. A snare was used to remove the stent and a dissection occurred. The procedure was completed by implanting five veriflex stents in the rca. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The delivery device and the stent were received for analysis, detached from the delivery balloon. An examination of the delivery device found that the hypotube was kinked at various locations along its length. A clear impression of the stent crimp was visible on the balloon. An examination of the stent found that the stent struts were slightly raised from the fifth row of one end of the stent. No other damage was visible with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the physician inadvertently partially deployed the stent during use. (B)(4).